Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The ventilator was investigated on-site by our field service engineer. It was not possible to duplicate the reported event. No parts were replaced. The ventilator passed all safety and functional tests and was returned for clinical use. No ventilator logs to confirm the failed flow transducer and pressure transducer tests was provided. Initial recommended action is to check that the expiratory cassette is correctly seated in the cassette compartment and properly dried. Since no parts were returned for investigation, the root cause has not been determined, but an incorrectly seated or wet expiratory cassette may be a contributing factor. This will be detected during pre-use check. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).